Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Bfarm received a user report of a prosthetic valve infection related to a 23mm trifecta gt valve. Abbott apologizes for our inability to respond in a timely manner due to an internal miscommunication; hence the filing of this report as an immediate acknowledgement whilst we investigate and provide a follow-up report. Per the user report, on (B)(6) 2018, a 23mm trifecta gt valve was implanted in a patient due to aortic valve stenosis. On an unknown date, bacterial infection of the trifecta gt valve was reported. As a result, on (B)(6) 2018, the valve was replaced. A new unknown sized, unknown manufacturer valve was successfully implanted.

Manufacturer narrative:
An event of endocarditis caused by staphylococcus epidermis was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The sterilization lot and device history record (including valve packaging in formaldehyde storage solution) was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, making the manufacturing process an unlikely source of this microbe. Additionally, attempts to understand patient factors were unsuccessful. Based on the information received, the cause of the reported incident could not be conclusively determined.